Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed while reviewing the event history log, downstream occlusion alarms were found. The probable cause for the reported malfunction is that the downstream occlusion(dso) seal was loose and dso sensor assembly; both were replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that when the nurse powered on the device, the pump triggered an occlusion alarm each time the pump tubing was changed. Per reporter, this event occurred while in use with patient, and no patient harm was reported.